Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) was admitted to the hospital emergency department after receiving several shocks. Review of stored device memory noted that inappropriate anti-tachycardia pacing (atp) and several shocks were delivered for supraventricular tachycardia (svt). Programming changes were made for optimization and the patient was discharged the following day. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that the patient later presented to the hospital following receipt of several shocks. The patient reported that they taped a magnet over the device implant location, however, shocks were still delivered. Review of stored device data noted the delivered shocks were inappropriate. A magnet was placed over the device in the hospital to confirm magnet function. Beeping tones were appropriately emitted with magnet placement. A request was made to have data from this device analyzed to review magnet function. Data analysis confirmed the presence of multiple magnet on/off commands, which, suggested that the magnet wasn't well positioned, or positioned secure enough to suspend tachycardia therapy. It was noted that the patient was in a palliative care ward and tachycardia therapy was programmed off. No further actions were planned or undertaken. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) was admitted to the hospital emergency department after receiving several shocks. Review of stored device memory noted that inappropriate anti-tachycardia pacing (atp) and several shocks were delivered for supraventricular tachycardia (svt). Programming changes were made for optimization and the patient was discharged the following day. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.